Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 2 months after the dental implant and full lower arch were placed in (B)(4) site 24, the implant had not achieved osseointegration in type IV bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 2 months after the dental implant and full lower arch were placed in ada site 24, the implant had not achieved osseointegration in type IV bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.